Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays bias current error. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Conclusion : evaluation conclusion: the device was scrapped by the manufacturer.